Event description:
It was reported that during implant, the physician stated that the number of rotations to extend the helix of the lead was approximately double the amount of rotations noted in the technical manual. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.